Event description:
The report received from the (B)(4) study indicated the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. A 6 mm. Angioguard was used. During post-dilation, the patient experienced a neurological deficit. The residual stenosis was 10%. The patient had a neurological deficit upon leaving the angiography suite. The balloon catheter used for pre-dilation was not known. Additional information has been requested. The day after the procedure, the patient was diagnosed with an ischemic stroke. The patient experienced reflex change, hemineglect on left side and presence of babinski on the left side. Onset was gradual and recovery was partial with minor residual. The event was unrelated to a cordis device and was related to the procedure. The patient was symptomatic for the index procedure. The ostial rica target lesion was reported to be: a 70% stenosis, absent of thrombus, 15 mm. In length, 6 mm. Reference diameter, mildly calcified/tortuous, and concentric. The lesion was not pre-dilated. The patient was discharged seven days after the procedure.

Manufacturer narrative:
Additional information received: review of the adjudication minutes received indicated that the event date was the day of the index procedure and agreed that the event was procedure and device related. Additionally, the patient was admitted for a left-sided weakness and numbness and was found to have "right mca ischemic stroke and right ica stenosis." The staff reported mild left arm weakness during procedure, associated with mild hypotension (120/80 mmhg), which improved with elevation of blood pressure greater than 120/80 mmhg. Duration of deficits is unreported, however, per procedure note, the patient experienced transient motor weakness post stent implantation that resolved at the end of the procedure. The day after the procedure, the patient¿s motor strength in his left arm was 4/5; his cranial nerves were intact. A subsequent carotid duplex ultrasound three days after the procedure revealed no evidence of stenosis in the right ica, noting that the "vessel fills well at stent placement" and there was antegrade vertebral flow bilaterally. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00036 and # 9616099-2013-00196.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15678349 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00036 and # 9616099-2013-00196.

Manufacturer narrative:
During implantation of a precise 9 x 40 stent in the ostial right internal carotid artery (rica) during the patient's index procedure, this (B)(4) study patient experienced a neurological deficit during post-dilation of the stent with an unknown balloon catheter. No additional information was available despite multiple attempts. A 6 mm. Angioguard was used during the procedure. The patient experienced reflex change, hemineglect on left side and presence of babinski on the left side. Onset was gradual and recovery was partial with minor residual. The event was unrelated to a cordis device and was related to the procedure. The day after the procedure, the patient was diagnosed with an ischemic stroke. The patient was discharged seven days after the procedure. The ostial rica target lesion was reported to be: a 70% stenosis, absent of thrombus, 15 mm. In length, 6 mm. Reference diameter, mildly calcified/tortuous, and concentric. The lesion was not pre-dilated. The residual stenosis was 10%. The patient is a (B)(6) male with a history of: hyperlipidemia, aortic valve replacement, coronary artery disease, coronary percutaneous revascularization, and hypertension. The products were not returned for inspection. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15678349 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient factors including age, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00036 and # 9616099-2013-00196.

Manufacturer narrative:
The event date was corrected to (B)(6) 2012. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00036 and # 9616099-2013-00196.